Event description:
It was reported that during a da vinci surgical procedure, the cable on the grasping retractor instrument broke. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instruments pitch cable located at the instrument's housing is derailed at the clamping pulley. The pulley does not exhibit any wear. The other back end cables are not damaged. Failure analysis investigation also found that distal end of the main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.